Manufacturer narrative:
(B)(4). Follow up for device evaluation it was reported that medication was leaking beyond the top of the syringe barrel. To support the investigation, one unpackaged sample was received for evaluation by the quality team. A visual inspection was conducted, and no defects or imperfections were identified. The sample was subsequently tested for leakage and successfully passed. Based on the investigation and analysis of the returned sample, the reported issue could not be confirmed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It is reported leakage. Event description: 60ml syringe (301036) and an optima injector (515052)- contains very dry small number of remnants of methotrexate, 20ml syringe (302830) and an optima injector (515052)- contained very dry small number of remnants of doxorubicin. They are stating that both syringes, medication are leaking beyond the top of barrel of syringe. With the 60ml syringe the medication actually leaked right out the back end causing a spill. No lots of numbers. No date of occurrence. There was no harm to patient. Thius caused a cytotoxic spill. This caused medication to be wasted.